Event description:
During index procedure a mo.ma ultra cerebral protection device was used to treat a lesion from left ica to cca. Vessel diameter: distal 4.6mm ¿ proximal 7.2mm. Lesion morphology: calcification. Stenosis (nascet): a 95% type of aorta: typei I. Position of balloon and sta bifurcation: position of sta bifurcation is more proximal than that of the balloon. It is reported that during the procedure the patient suffered an ipsilateral stroke. The patient was treated with medication. Investigator indicated that the event was not related to the study device. Outcome of event is mild right paralysis.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/stroke).